Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what was the specific surgical procedure? Was the device difficult to close? Was the device difficult to fire? Was this the first firing of device? Please explain what is meant by not engaged. Were there surgical clips previously placed near the location of this device firing? Were there any unusual sounds heard when firing the device? Were any staples seen in the surgical field? How was the bleeding identified? Will the device be returned for analysis? What is the current patient status? This was an open nephrectomy. The device was used as the tumour was large affording poor access and visibility, and this device helps when access is poor. Scrub nurse absolutely sure the device was loaded correctly. Device positioned across the pedicle ¿ positioned ¿ unlocked and repositioned, then fired. As device was deployed there was a strange sound ( like a crunch) and the device did not glide as it usually would. "Staple was fired and made a funny noise. The blade was used, there was hardly any staples in it and the patient bled.¿ gun taken off and all appeared fine but then after investigation it was clear that the renal vein had torn and no staples were deployed. There were no staples on the patient end or on the specimen end. Patient required 22 units of blood and in total 40 units of blood products with the major bleed incident protocol being implemented. The patient remains in hospital.

Event description:
It was reported that during a urology procedure, the ats45 misfired. The device cut but did not engage. It was the renal artery and no staples were deployed. Significant bleeding occurred, 22 units of blood required and 40 in total including platelets. Scrub nurse - this was reported by instrument lead. The patient is doing ok but will need further surgery.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r59d2d. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.